Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported cracking and/or leaking at female connection of bifuse to macrobore tubing. There was no harm reported.

Event description:
The customer reported cracking and leaking at the female connection of bifuse to the microbore tubing. The tubing was returned in a bag with a note that said "broken y."

Manufacturer narrative:
The customer¿s report that the set leaked from a cracked female luer was not confirmed.the set was visually inspected and no anomalies were observed.functional and pressure testing resulted in no signs of leaking anywhere on the set.the root cause of the customer¿s report was not identified.

Event description:
The tubing was returned with a note that said "broken y".